Event description:
Dealer is stating that the right caster wheel is folding in, no injuries or property damage reported.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.